Manufacturer narrative:
This report is provided because our original device evaluation follow up report was submitted with incorrect data.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and cracked case near the display window corners. The pump also gave an alarm during the basic occlusion test due to a loose drive support disk. Unable to perform excessive no delivery alarm and occlusion tests due to the alarm. However, the pump passed the displacement test.

Event description:
Customer reported being unable to get out of the insulin prime loop of her insulin pump due to an aa33 (compromised force sensor system) alarm, with no significant events occurring before the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 400 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.